Manufacturer narrative:
Correction: the device was not explanted as initially reported. Only the abutment was removed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced infection at implant site. Subsequently the device was explanted (date not reported).